Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence has been estimated. No UDI is being reported since the part and lot numbers were not reported. Implant date has been estimated. The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted since the part and lot numbers were not provided. The reported patient effect of occlusion is listed in the instructions for use (IFU) for the supera peripheral stent systems as a known patient effect of the stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an unspecified supera stent was implanted in an unknown lesion. The stent became occluded and was removed through open heart surgery. There is no further information available on the case. No additional information was provided.